Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operation of device/initial reporter also sent report to FDA are unknown. No information has been provided to date.

Event description:
It was reported that the cassette was not locking. No patient injury was reported.

Manufacturer narrative:
Additional information received on 08july2022 via email and attached to complaint object: no patient involvement. Errors occurred during testing.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing a tamper seal. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated. The device (latch/lock) was operating as intended. The investigation found no fault with the device. No corrective action was taken. The root cause of reported problem was unknown. There was no evidence of any issues during the manufacture of this device and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously., corrected data: correction: d4: model number: 2120; correction: h4: mfg. Date. 21-nov-2021.